Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 year, 1 month due to unknown reason. The explanted valve was replaced with a 23mm 11060a konect resilia aortic valved conduit avc. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (device code, type of investigation).

Event description:
It was learned through the implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 year, 1 month due to dehiscence, and aortic root pseudoaneurysm with 4+ aortic insufficiency. The explanted valve was replaced with a 23mm 11060a konect resilia aortic valved conduit avc. Per medical records, the patient is s/p avr with posterior aortic root enlargement one year ago and presented now with aortic root pseudoaneurysm accompanied by 4+ aortic insufficiency. The patient underwent a redo avr, root replacement, and mv repair with a 31mm non-edwards ring in the same procedure. Intraoperatively, the posterior portion of the avr sewing cuff was found to be completely dehisced. The posterior root enlargement patch was extremely adherent to the right atrium. The valve was removed and the tissue was debrided. A 23mm 11060a konect resilia aortic valved conduit avc was implanted. The patient tolerated the procedure well with no immediate complications. On pod 5, the patient was discharged. Hospital pathology report of gross exam: aortic valve with degenerative changes, no commissural fusion, perforations, fenestrations, or vegetation are identified. There is no calcification or fibrosis.

Manufacturer narrative:
Added information to h6. Dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including diabetes mellitus (dm), and hyperlipidemia (hld).